Event description:
Customer reported the joystick is not working, and column will not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rui. System operates as intended.